Event description:
It was reported that right hip revision surgery was performed.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the r3 liner, hemi head, modular sleeve, threaded hole cover, 25mm screw and 50mm screw were removed. The r3 shell and stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the r3 shell, r3 liner, threaded hole cover, hemi head, modular sleeve, 25mm screw and 50mm screw was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the r3 shell, threaded hole cover, hemi head, 25mm screw and 50mm screw. Similar complaints have been identified for the modular sleeve and r3 liner. This will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as a result of the reported event. The available medical documents were reviewed. It cannot be determined to what extent the patients reported motorcycle/mva accident had to his pain and clinical status. Although it was reported the patient had elevated metal ion levels as well as a defect in the anterior aspect of the abductors that was noted on MRI, neither the levels nor the lab and MRI reports were provided for review. The reported pain and clicking with the patient¿s right hip as well as the intraoperative findings coffee stained fluid, dark brown granular tissue as well as staining of the synovium and osteolysis noted proximal to the femoral stem may be consistent with findings associated with metallosis. However, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported metallosis cannot be confirmed, and it cannot be concluded that the reported event was associated with a mal-performance of the implant. The patient impact beyond the pain, revision and reported post-op infection, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.